Manufacturer narrative:
(B)(4). Foreign - (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of the reamer broke off during a knee replacement surgery. The broken piece was successfully removed. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The fractured tip was not returned back for investigation. The device exhibited wear (scratches, nicks, dents) consistent with device usage. There were some discoloration marks noted on the device surface. Device history record was reviewed and no discrepancies were found. Based on the information available, root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.